Event description:
Procedure: roux-en-y. According to the reporter: the surgeon was using the endostitch and took a bite of tissue when the needle snapped in the instrument. Twenty minutes was added to case so the surgeon could find the needle half. There was no pt injury. There was no bleeding of 500 cc or more, the case was not extended by more than 30 minutes, there was no unanticipated tissue loss, the incision was not extended by more than one inch, and the procedure was not converted to an open procedure. The device fragment fell into the pt cavity but was retrieved.

Manufacturer narrative:
(B)(4).